Manufacturer narrative:
Correction-section e2: checked "yes" for medical health professional.

Manufacturer narrative:
Correction-section d8: checked "no", instead of a "yes" as this device was not serviced by a third-party servicer.

Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was partially extended and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during a post operation follow-up, the patient's right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.